Manufacturer narrative:
The lead was reported to be damaged during the procedure, therefore, would not be returned for reliability analysis.

Manufacturer narrative:
This issue was reported and also captured in report number: 2124215-2011-09575.

Event description:
Boston scientific received information that during a routine device check, this right atrial (ra) lead illustrated noise and oversensing upon pacing and sensing. Lead integrity was questioned, however, was not verified at this time, due to the patient enduring atrial fibrillation (afib). The device was programmed to vvir 60 bpm, until the physician was able to see the patient. Approximately (B)(6) later, with the patient continuing to present in afib, the physician ordered the device to be programmed to lower the ventricular lower rate limit to 40 bpm. An xray was then performed and it was determined that the lead had dislodged. An invasive revision procedure was performed and the ra lead was removed without issue and replaced. No adverse patient effects were reported during the procedure.

Event description:
Additional information was provided from a patient advocate, that prior to the implant procedure of this ra lead, the patient endured a transesophageal echocardiogram (tee). Following the device implant procedure, the patient's afib had not improved. Once the physician determined that the ra lead had dislodged, the ra lead replacement procedure was scheduled. However, as a result of the patient enduring a procedure for stent placement, the lead revision procedure was rescheduled to a later date. A patient advocate reported that the patients' pulse had not been stable since the device system was implanted and the pulse and blood pressure were reportedly higher than normal. It was also reported that the patient had experienced pain in the nipple area, although thought to be likely a result of medication.